Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units and multiple cartridge alarms (cartridge alarm 6) occurred during the load process. Customer reported a blood glucose level of 217 (mg/dl) and delivered a lantus injection. A new cartridge was loaded to resolve the cartridge alarm issue. The customer added more insulin and reloaded the same cartridge and the minimum fill issue was resolved.